Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Right thr, dr (B)(6), (B)(6) hospital (B)(6) 2017. Primary implant (B)(6) 2003 - (B)(6) hospital, dr (B)(6). Revision for pain. Female patient initials (B)(6). Doi:2003; dor:(B)(6) 2017; right hip.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This correction is being submitted to correct the sequential numbering for the follow up reports #1 and #2. Follow up #3 submitted on 2/6/2018 should have been submitted as follow up #1. Follow up # 4 submitted on 2/14/2018 should have been submitted as follow up #2. Follow up # 5 submitted on 8/30/2018 should have been submitted as follow up #3 although it appears there are gaps in the sequential follow-up numbers, there are no missing reports.

Manufacturer narrative:
Product complaint #: (B)(4). This correction is being submitted to correct the sequential numbering for the follow up reports #1 and #2. Follow up #3 submitted on 2/6/2018 should have been submitted as follow up #1. Follow up # 4 submitted on 2/14/2018 should have been submitted as follow up #2. Follow up # 5 submitted on 8/30/2018 should have been submitted as follow up #3 although it appears there are gaps in the sequential follow-up numbers, there are no missing reports.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.